Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the healthcare professional (hcp). Additional information reported the pump status was "running fine". The pump was not permanently stopped. The patient's status was, "hospitalized". The pump was not removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from manufacturer representatives (rep) regarding a patient receiving compounded baclofen (2,770 mcg/ml, 547 mcg/day) and dilaudid (12 mg/ml, 2.37 mg/day) via an implantable pump for an unknown indication for use. Information received reported the patient was inpatient intensive care unit (ICU) and would be needing a refill soon on current settings. The patient was diagnosed with ms and on a ventilator due to respiratory issues. The hcp was requesting a 25% dosing decrease and reset alarm volume to 1 ml. Upon interrogation, the rep noted the motor had been stalled for 412 hours. The information was provided to the hcp. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting activities performed. No interventions or actions were taken yet. The patient's status was alive - no injury. Additional information was received the next day from a second rep. The rep reported the patient had an magnetic resonance imaging (MRI) performed on (B)(6) 2019 and did not have the pump status checked post-MRI. The rep stated the pump was checked yesterday ((B)(6) 2019) and logs showed a motor stall occurred on (B)(6) 2019 and a tube set message occurred on (B)(6) 2019. The rep also stated the pump logs showed a motor stall recovery on the same date and time the pump was interrogated ((B)(6) 2019). The rep stated the patient and family stated the patient has had no therapy issues and the pump was not audibly alarming. The rep stated that the hcp wanted to program the pump to off state. Telemetry state condition was discussed as well as the pump was recovered. Checking for a volume discrepancy was also discussed. The rep still wanted the pump off code in case the hcp still wanted to program the pump to off state. The password was provided. There were no symptoms reported.